Event description:
It was reported that while the surgeon was impacting the implant the tip of the impactor fractured. The surgeon was able to remove the fractured piece and completed implanting the implant with another instrument that was being used for the surgery. There no harm or foreign body retained by the patient.

Manufacturer narrative:
(B)(4). G2: foreign: canada. Visual examination of the returned product/provided pictures identified item/lot information match what is listed in the sub form of the complaint. The device shows signs of repeated use and wear and tear. There are nicks and gouges on the shaft of the handle as well as on the strike plate. The impactor tip has fractured into 2 pieces and not all pieces were returned. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.